Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low" on the glucose monitor. Low blood glucose cause was not known. Customer consumed carbohydrates to address blood glucose. No additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.